Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the top mental piece (k-mount) of the biopsy channel inlet being missing occurred due to stress or handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the rhino-laryngo videoscope there was a defective metal piece in the work channel. There were no reports of patient harm or impact associated with the event. During inspection and testing of the retuned device, a piece of the biopsy inlet channel was missing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. Device evaluation revealed the top metal piece (k-mount) of the biopsy channel inlet was missing. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.